Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient programmed one bolus and it was displayed in the memory of the device twice, which could affect the bolus advice provided by the device. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.